Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw. Guide catheter: launcher ebu 6f dio. Evaluation summary: a visual and dimensional inspections were performed on the returned device and the shaft separation was confirmed. The reported difficulty to remove the device from a guiding catheter was unable to be replicated due to the separation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty to remove from a guiding catheter and shaft separation, appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified proximal left anterior descending coronary artery. A non-abbott stent delivery system was attempted to deploy directly; however, it failed to cross the lesion. Then, a non-abbott catheter was inserted and a 5.0x8 mm nc trek balloon dilatation catheter (bdc) was used for plain old balloon angioplasty. While the bdc was being removed, it separated into two pieces at around the guidewire exit notch and became stuck within the sheath, due to some portion of the bdc protruding from the non-abbott catheter. The separated portion was simply removed with the sheath as a single unit. The procedure was successfully completed contralaterally via the left groin access site. There were no adverse patient effects and no clinically significant delay in the procedure. Per the physician, there is a causal relationship between the incident and the device because the bdc separated without resistance. No additional information was provided.